Event description:
Mentor tissue expander broke off from breast implant. The implant itself was intact when removed with the posterior valve sealed. The end of the tubing that inserts into the expander was noted to be inside the expander.